Manufacturer narrative:
Other text: no lot or serial number was provided; therefore, device history record review could not be performed. No product sample was received; therefore, visual, and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the extension set may have been leaking at the filter during use. Per reporter the patient had not observed the leaking but observed a wet spot on their clothing. It was reported that the infusion was continuous. Patient reported to have a backup device they were able to switch to. Per reporter no additional information is available at this time. It was unknown if the issue contributed to patient injury.